Event description:
Diabetic did not believe suspect device was reading accurately. For past 10 days meter read "126". Diabetic was experiencing arm and leg pain and extreme thirst and went to hospital. Hospital lab result was >600. Hospital administered 5 mg insulin. Patient admits to dropping meter but is unsure when it was dropped.